Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the implantable cardiac monitor exhibited false pause episodes due to under-sensing as a result of loss of contact. No intervention was performed as the physician elected to upgrade to a pacemaker. There were no patient consequences.